Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the sheath came with no valve. The patient was reported to be stable. The procedure outcome was successful. There was no equipment or other devices that were used with the involved device. Additional information was received 7/30/2018. The procedure being performed was a venogram. The package was opened and as soon as it was opened the valve was noted to be missing.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and update. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and provide the completed investigation results. One 8fr ik sheath and dilator were returned for evaluation. Visual inspection revealed no gross anomalies with the dilator. No valve was present within the hub of the sheath. Functional testing was conducted by inserting the dilator into the sheath to determine if the valve had dislodged into the sheath. No resistance was encountered during insertion indicating the valve had not been returned. No other anomalies were noted with the sheath. There is no evidence that this event was related to a device defect or malfunction. Historical data indicates that dislodging or displacing of the valve can occur by inserting the dilator into the valve off center and removing the dilator rapidly; however, since the valve was discovered missing upon opening the package, the exact cause of the reported event cannot be definitively determined.